Manufacturer narrative:
Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a trochanteric fixation nail (tfn) procedure on (B)(6) 2018, the surgeon could not insert the femoral neck screw into the nail. The aiming arm was perfect, the nail's hole was the problem. Another tfn nail and femoral neck screw were used to complete the procedure. The procedure was successfully completed with no surgical delay. Concomitant devices: aiming arm (part unknown, lot unknown, quantity 1). This report is for one (1) 11mm 130 degree tfn nail. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product code: hwc. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 11.0mm ti troch fixation nail screw/100mm - sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: was sent for re-evaluation due to additional malfunction discovered during product investigation device history lot, manufacturing date: 31-may-2018, expiration date: 01-may-2028, part number: 04.032.100s, 11.0mm ti troch fixation nail screw/100mm ¿ sterile, lot number: h646203 (sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: component part dhrs were not reviewed as this complaint is relevant to a dimensional concern within the body of the nail. A review of the component dhrs would not be relevant to this complaint condition. Visual inspection: upon visual inspection no issues that would affect the functionality of the device was noted. There is some damage to the screw which is probably due the use of force to try and insert the screw to the nail. No new issues were identified. A functional test was performed with the returned tfn and the screw could not be inserted due to the locking mechanism of the nail being deployed. The received condition does agree with the complaint description and can be replicated with the returned devices. Dimensional inspection: a dimensional analysis was not performed as it was determined that the screw did not contribute to the complaint instead the issue lies with the nail. No design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned implant's lot number and no mrrs, ncs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The complaint was able to be confirmed. Investigation conclusion: a definitive root cause could not be determined based on the provided information. Rough handling may have been factor into the locking mechanism being deployed on the nail prior to screw locking. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.